Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that husband's insulin pump was beep and vibrate. Customer's blood glucose level was unknown. Customer was assisted in performing a self test and insulin pump vibrated during the vibrate test. Customer was advised to revert backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio, beep and vibrate function properly and no anomaly noted during testing.